Event description:
A surgeon reports he has several pts complaining about peripheral visual changes ranging from seeing an arc in the periphery to seeing a dark shadow in the peripheral vision. Specific pt and event information has been requested.